Event description:
A customer obtained a troponin (accu tni) result above the ami cut-off for one patient sample. The initial accu tni result was 0.73ng/ml and 0.04ng/ml upon repeat. The erroneously elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to, on and after the day of event. A field service engineer (fse) was dispatched: the fse conducted a diagnostic testing and results were within instrument specifications. The fse performed a 40 replicate precision test with good results. The fse did not report hardware issues in connection with this event.. A definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.